Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transportation, the cardiosave intra-aortic balloon pump (iabp) unit's helium gas decreased much faster than usual. There was no health damage.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: event site postal code: (B)(6). Getinge field service engineer (fse) when fse visited the hospital on (B)(6) 2023 after receiving a call about this, fse found that the touch panel could no longer be operated. Helium leak, touch panel malfunction. Touchscreen, regulator (hi pressure) replaced. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. There was patient involved and no harm reported.the defective components were received for further investigation.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 1 july 2024. The failure analysis and testing dept. Received touchscreen and regulator (hi pressure) with a reported unit failure of a helium leak and the touchscreen not responding. The fat performed a visual inspection and found the part to be in good condition. The fat installed touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the issue. The fat installed regulator (hi pressure) in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported helium leak. No root cause defined.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Event description:
It was reported that while in use on a patient and during transportation, the cardiosave intra-aortic balloon pump (iabp) unit's helium gas decreased much faster than usual. There was no health damage.